Manufacturer narrative:
510k: this report is for an unknown plates: tubular/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2017, exact date unknown. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery sometime in (B)(6) 2017 for treatment to the right hallux (big toe) due to issues with the bone cartilage. Patient was implanted with one (1) 3.5mm -one third tubular plate/ 5 holes, unknown quantity and type of screws. Approximal 2-3 weeks post-operative, during a scheduled office visit, the surgeon reported that the plate was cracked. The plate is cracked at midpoint at a screw hole position. Patient reported that in (B)(6) 2018 the pain returned. On (B)(6) 2018, during a scheduled office visit the surgeon reported that the plate has shifted on the bone. Patient will need a follow up surgery but none has yet been scheduled. Patient is on some unknown pain medication at this time. This complaint is part 2 of 3 complaints. Post-operative event is for pain. This complaint involves two parts this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the initial medwatch was inadvertently submitted with incorrect alert date. The correct date is 03/12/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.